Event description:
It was reported that during setup of a replacement ilet pump paired with the user¿s phone and freestyle libre 3 plus sensor, the system displayed repeated ¿unable to proceed¿ alerts during the fill tubing sequence around 30 units, consistent with an occlusion or complete blockage associated with the tubing component; the user used backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communication-related problem and a device issue consistent with complete blockage localized to the tubing component during the cartridge and fill tubing process. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.